Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v549292, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that the patient programmer was not communicating when the antenna was attached. The patient was able to communicate when the programmer was directly on skin. The patient had a bladder infection and she had gone to the doctor and was taking antibiotics. There was no further information provided. She was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided. If additional information is received, a follow up report will be sent.